Manufacturer narrative:
This report is submitted on 24 october 2019.

Event description:
It was reported that the patient experienced skin overgrowth at abutment site; subsequently the patient was placed under general anaesthesia to replace abutment (B)(6) 2019.